Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: an invalid lot # of 1017428 was provided by the initial reporter, device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gp series infusion set, 1 ss y experienced leakage. The following information was provided by the initial reporter: a compatibility event between the central catheter was presented, since the standard set the luer lock connection catches the tip of the catheter, but there is fluid drainage in this connection, so there is a need to use a three-way valve; unlike the photo protector set that does not have this issue.

Manufacturer narrative:
The following information has been corrected: b.5. Describe event or problem: it was reported that the gp series infusion set, 1 ss y experienced leakage. This device is not manufactured within the united states and is not similar to bd devices registered or sold within the united states. It is therefore not subject to FDA reporting requirements. This incident and the initial MDR, (MFR report # 2243072-2021-00172), can therefore be disregarded. The following information was provided by the initial reporter: a compatibility event between the central catheter was presented, since the standard set the luer lock connection catches the tip of the catheter, but there is fluid drainage in this connection, so there is a need to use a three-way valve; unlike the photo protector set that does not have this issue.

Event description:
It was reported that the gp series infusion set, 1 ss y experienced leakage. This device is not manufactured within the united states and is not similar to bd devices registered or sold within the united states. It is therefore not subject to FDA reporting requirements. This incident and the initial MDR, (MFR report # 2243072-2021-00172), can therefore be disregarded. The following information was provided by the initial reporter: a compatibility event between the central catheter was presented, since the standard set the luer lock connection catches the tip of the catheter, but there is fluid drainage in this connection, so there is a need to use a three-way valve; unlike the photo protector set that does not have this issue.